Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch #625c72. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with no reload present. Further analysis showed the anvil partially detached on the distal end and the anvil post in this area appears to be damaged as if the anvil was pulled out of the device. The device opened and closed as expected. In addition, the device was tested for functionality with a test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event of "difficult to open", the instructions for use do contain the following caution: separate the instrument halves by pulling open the alignment/locking lever. The firing stroke must be completed. The instrument cannot be opened unless the firing knob is returned to its original ¿return knob here¿ position. Unusually high closure force is an indication to open the instrument and inspect for tissue anomalies and hard objects or consider replacing the instrument. The condition noted on the anvil is related to an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 625c72, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: what was the surgical procedure? Both used staplers involved bowel resections. Was the status of the patient? Current patient status - discharged home. Did the patient have to stay longer in the hospital due to the incident? The patient did not have to stay longer in the hospital. Please describe the steps prior to firing the device? The stapler is properly prepared for the procedure, the stapler filling is properly placed. Will the device be returning for analysis? Yes. What is the indication for the procedure? The indication was colon tumors. Was the device fully closed prior to firing? Yes. Was the one of the two devices used to complete the procedure? One. Did both ntlc75 have the same issue? The same problem occurred on both staplers. Was the devices reprocessed? No. Additional information was requested, and the following was obtained: is the piece that was damaged part of the firing knob?

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. Additional information was requested, and the following was obtained: is the piece that was damaged part of the firing knob? - no.

Event description:
It was reported that during an unknown procedure there was a problem with the linear stapler. The metal part detached on one part of the stapler, which delayed the firing of the stapler and lead to partial contusion of the intestinal mucosa. Setting up and handling the stapler have been done according to procedures. There was no adverse consequence associated with the patient.

Manufacturer narrative:
(B)(4). Date sent 6/27/2024 d4 batch # unk b3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "lead to partial contusion of the intestinal mucosa"? Since part of the stapler detached, part of mucosa was stuck in stapler during firing. They tried to open stapler and eventually succeeded, but part of intestine had to be removed due to contusion. 2. How was the issue addressed? Stapler was eventually opened, intestine was removed from stapler and part of contused intestine had to be removed due to contusion. 3. Was the device locked on tissue with the anvil closed? Yes, everything was done according to the IFU. 4. If yes, how was the device removed? Device was opened and tissue removed from it. 5. Did the device eventually open? Yes, and the tissue was removed, but part of intestine had to be cut out. 6. Was the device not able to be removed and subsequently the tissue was cut? No, the device opened but contused tissue was removed due to contusion. If not removed, anastomosis on this part of tissue could lead to possible gangrene. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? Was is the status of the patient? Did the patient have to stay longer in the hospital due to the incident? Please describe the steps prior to firing the device? Will the device be returning for analysis? What is the indication for the procedure? Was the device fully closed prior to firing? Was the one of the two devices used to complete the procedure? Did both ntlc75 have the same issue? Was the devices reprocessed? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.